Manufacturer narrative:
Updated fields: h6 - patient codes. Device analysis: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 14x50. The delivery sheath, delivery wire, and a severely damaged, stretched, and tangled coil were returned. Visual and microscopic analysis was conducted. No damage was noticed on the delivery sheath. No damage was noticed on the delivery wire. The perforations were intact. The distal and proximal couplers were attached to the delivery wire via the pull wire. The distal coupler showed a bend. The coil was severely stretched and tangled. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for withdrawing, breaks, and a stretched coil.

Event description:
It was reported that the coil broke off near the target location, and a covered stent was placed to mitigate chances of limb ischemia. An embold fibered detachable coil system was selected for use to treat an aneurysm in the hypogastric artery. The embold coil was advanced through a 2.4fr direxion microcatheter into the aneurysm sac. Initially, the coil advanced into a small side branch of the hypogastric artery, so the physician adjusted the position of the microcatheter to create the intended frame within the aneurysm sac. After the microcatheter was repositioned, the coil was advanced for a second time, but still advanced into the same side branch. After repositioning for a third time, although the microcatheter was in a better position, the coil did not appear to frame as it should. The physician attempted to resheath the coil, at which point the coil became stretched and broke off within the patient, near the aneurysm, likely within the deep circumflex artery. A covered stent was placed in the femoral artery near the access site to mitigate the possibility of limb ischemia. Following stent placement, nine embold and one interlock coil were successfully deployed without issue. The physician attributed the complication to a possible technical error. The patient was reported to be fine and was released on the same day. There were no reported complications following the procedure.

Event description:
It was reported that the coil broke off near the target location, and a covered stent was placed to mitigate chances of limb ischemia. An embold fibered detachable coil system was selected for use to treat an aneurysm in the hypogastric artery. The embold coil was advanced through a 2.4fr direxion microcatheter into the aneurysm sac. Initially, the coil advanced into a small side branch of the hypogastric artery, so the physician adjusted the position of the microcatheter to create the intended frame within the aneurysm sac. After the microcatheter was repositioned, the coil was advanced for a second time, but still advanced into the same side branch. After repositioning for a third time, although the microcatheter was in a better position, the coil did not appear to frame as it should. The physician attempted to resheath the coil, at which point the coil became stretched and broke off within the patient, near the aneurysm, likely within the deep circumflex artery. A covered stent was placed in the femoral artery near the access site to mitigate the possibility of limb ischemia. Following stent placement, nine embold and one interlock coil were successfully deployed without issue. The physician attributed the complication to a possible technical error. The patient was reported to be fine and was released on the same day. There were no reported complications following the procedure.